Manufacturer narrative:
Date of event is estimated. The results of the investigation are inconclusive as the device was not returned for evaluation. Based on the information received, a single definitive root cause for the issue encountered was unable to be conclusively determined.

Event description:
It was reported that after significant weight loss the patient began to experience pain at the ipg site. Surgical intervention was undertaken wherein the ipg was replaced. Therapy was restored postoperatively.